Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01196. It was reported that there was catheter removal difficulty, tip detachment and catheter breakage. During a prostatic arterial embolization procedure, the physician had obtained access on the left and right side with direxion catheters. Following injection of a liquid embolic agent, removal difficulty of both catheters was encountered. Both catheters were forcibly pulled for removal which resulted in a tip detachment of the direxion catheter on the left side and breakage of the direxion catheter on the right side. Both of the catheters were removed, however, the tip of the on direxion catheter remained in the patient. It is unknown if there was any attempt at retrieval of the detached tip. The procedure was completed with these devices. The patient¿s status was reported as stable.